Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer's blood glucose value was 257 mg/dl. Customer states that the air bubble size was 1/16 to 1/8th inch. Troubleshooting was performed for the air bubble. The device will not be return for analysis.